Manufacturer narrative:
Failure analysis noted that the pump had intermittent button response and button error alarm due to corroded keypad traces. There was no moisture damage on the electronic and motor assemblies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that there was moisture damage on the insulin pump. The customer's blood glucose was 116 mg/dl at the time of incident. The customer stated that she was in a thunderstorm and the pump was soaking wet. The customer stated that the keypad was stuck. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.